Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 99% stenosed distal circumflex and obtuse marginal artery, after pre-dilatation with a 1.25/10 mm non-abbott balloon catheter, the nc trek balloon catheter was advanced but failed to cross the lesion. The lesion was further dilatated with a 1.25/10 mm non-abbott balloon catheter and the nc trek balloon catheter was advanced to the lesion for a second time but again failed to cross the lesion. During the second attempt to cross it was noted that the nc trek and the guide catheter disengaged and the guide wire came out of position. The guide wire was attempted to be advanced but failed to cross; the procedure was aborted. It was further noted that timi flow was improved from 1 to 2 and it was determined there would be no issue aborting the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: xt-r, runthrough, hypercoat, fielder fc. Guide cath: terumo radiguide 6f. The device was not returned for evaluation; therefore, a failure analysis of the device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.